Event description:
It was reported that post-op the patient had diaphragmatic stimulation as the lv (left ventricular) lead had dislodged. The lead was programmed off and the patient was brought back in for a lead revision procedure. The lv lead was attempted to be reposition but was unsuccessful. The lead was then removed and replaced with a new lv lead. It was noted that upon removal several nicks in the lead were noticed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed) and there was apparent explant damage.